Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 51 mg/dl. The patient treated with food. Their blood glucose had since increased to 86 mg/dl. Troubleshooting was initiated for the low blood glucose. The drive support cap appeared normal. The insulin pump programming was accurate. There was no magnetic interference or MRI exposure for the device. The insulin pump was not returned for analysis.

Manufacturer narrative:
(B)(4). The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
Incorrect terminator code should be changed a1 to a2.